Event description:
Consumer has been using o.b. Tampons since the first day of her last period which was 2009. At about 6 days later, since had a fever of 104.5, abdominal cramping, headache, muscle pain, body pain and eye redness. The consumer stopped using the tampons 2 days later. Consumer reported that she self treated with bactrim, her symptoms improved but were not resolved. Consumer was advised to discontinue use of product, and to contact her healthcare provider or visit the emergency room.

Manufacturer narrative:
Complaint trend monitored. This report is considered closed, unless additional relevant information is received.